Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the vision stent delivery system (sds) was inserted in pt and it was noticed on x-ray that there was no stent. It was later found in the pt's drape. A new 3.5 x 15mm stent was used successfully. No additional event or pt info is available.